Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 3550-39, product type: accessory. Product ID 3550-29, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that shortly after implant the patient had trouble charging. She met with a manufacturing representative (rep) and did troubleshooting but was unable to charge afterwards. It would not hold a charge. The device was explanted and returned to the manufacturer. There was no patient death.

Event description:
The patient reported that the device had been explanted four months ago, two months after implant as it would not charge and was moving in the pocket. The patient stated that the health care professional (hcp) stated that if it started to move, they need to have it taken out. The patient was referred to the hcp regarding device status.

Manufacturer narrative:
Analysis of the ins, model 37711, serial # (B)(4), found the battery reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 7. The last recorded recharge session performed while the device was implanted was on (B)(6) 2011. The device was recharged for 1 hour and 42 minutes and the battery charged from 3.49v to 3.74v. A prior charge occurred on (B)(6) 2010; it lasted 1 minute and the battery voltage stayed the same at 3.94v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The battery discharged to the lock mode on (B)(6) 2011. During a total implant duration of 5.17 years, the ins was recharged a total of 7 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.